Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient fainted and was taken to the hospital. There he was treated with unspecified medication. Metformin was documented as medication but this would be part of the patient´s daily medication and not relevant to the event. The cgm was reading 80 mg/dl and the blood glucose reading was 48 mg/dl. Additional measurements : the cgm was reading 139 mg/dl and the blood glucose reading was 90 mg/dl. At the time of the report the patient was recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.